Event description:
(B)(4). It was reported that left ventricular perforation and death occurred. In (B)(6) 2014, transesophageal echocardiography indicated that the patient's qualifying conditions were: aortic valve area of 0.7 cm^2 with a 22 mm annulus diameter. The mean aortic pressure gradient was 49 mmhg and the left ejection fraction was 55%. Trace/ trivial aortic regurgitation was noted. In (B)(6) 2015, prior to the index procedure, heparin or other anticoagulant was given to the patient and the patient was on a prior regimen of aspirin at the time of index procedure. A loading dose of 600 mg of clopidogrel was given to the patient. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 29 mm non-bsc valve. During the index procedure, left ventricular perforation was noted which was caused by a 0.035 x 260 cm amplatz super stiff¿ guide wire. The perforation was repaired and the patient was transfused with 2 units of platelets, 2 units of fresh frozen plasma (ffp) and 22 units of whole blood/ packed red blood cells (prbc). The event was considered recovered/ resolved. On the same day the patient experienced anemia due to acute loss of blood and cardiogenic shock. The patient was treated with transfusions and inotropic support as well as insertion on a left ventricular assist device. The next day the patient also experienced renal failure which was treated with catheter placement for continuous veno-venous hemodialysis (cvvhd), chest tubes clotted off which was treated with emergent chest washout at bedside, hyperkalemia which was treated with dialysis and liver shock. Three days post index procedure, the patient died as a result of cardiogenic shock.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).